Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that pre-analytical factors were most likely, but this could not be confirmed as additional information for further investigation was requested but not provided. On further follow up, the customer indicated they have not had a further issue with results since service was in and fixed the instrument.

Event description:
The customer received questionable results for tina-quant hemoglobin a1c gen.2 (hba1c) on one patient sample. The customer indicated that while they reviewed the test result data from (B)(6) 2014 they noted they had other samples that they noticed were accompanied by data flags. To the customer's knowledge, no other results without a data flag were erroneous. On (B)(6) 2014, the initial hba1c result of 8.58%, which was reported outside of the laboratory as 8.6%. The result was questioned by the physician. The same sample tube was repeated on the same instrument on (B)(6) 2014, and generated a repeat result of 5.40%. The sample was repeated again on the same instrument and generated a result of 5.3%. The sample was also repeated on another integra 800 instrument and generated a result of 5.3%. The customer deemed the repeat result to be correct. There was no adverse event. As part of troubleshooting, the customer repeated the sample and continued to get data errors when hba1c was run. The customer indicated that they are still receiving the data errors and cannot confirm if any of the results involved are errant. No further information was provided by the customer. The lot number of the hba1c reagent in use was 68050701, with an expiration date of 05/31/2014. The field service representative found a fluidic failure of a sample probe. He replaced the sample probe and syringes. He performed a check test, the results of which were within specification. On further follow up, the customer noted that qc was completed after the service visit and "it looks good".